Event description:
The customer reported that while the unit was in use on a pt, the unit displayed a "leak in iab circuit" alarm message. The intra-aortic balloon was replaced and the unit displayed the same alarm message. The unit failed the safety disk leak test. The pt was switched to another unit and therapy was continued. No pt injury was reported.